Event description:
It was reported that during a post stent dilatation procedure, the balloon ruptured. As the balloon catheter was removed, it became caught on the guide wire and the wire fractured. All pieces of the wire were removed. Pt status is listed as "ok".